Manufacturer narrative:
Concomitant medical products: 694958 lead, implanted (B)(6) 2005; 419688 lead, implanted (B)(6) 2010; dtba1d1 ICD, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high threshold measurements. It was noted that the patient experienced weakness and was found lying on the floor. Follow up yielded no further information. The lead is still in use. No further patient complications have been reported as a result of this event.